Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a regional analgesia infusor with patient control module (pcm) leaked. This was observed before the infusor was connected to the patient. The infusor was filled with fentanyl and ropivacaine. The reporter stated that there was solution in its casing. There was a delay in patient treatment since another filled device was not ready. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the cause of the leak was determined to be an inadequate application of solvent to the tubing joint during manufacturing. A quality alert was issued and awareness training was performed to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: one filled sample was available at the plant for evaluation. Visual inspection and functional leak test were performed. A leak was observed at the tubing junction located inside the pump control module (pcm)'s housing. The reported condition was confirmed. No other test was performed. Should additional relevant information become available, a supplemental report will be submitted.